Manufacturer narrative:
Device unique identifier (UDI) # (B)(6). Approximate age of device ¿ 47 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted to the hospital due to sustained power elevations of approximately 10 watts when the baseline power had been approximately 5.0 watts. During this event, it was also reported that a driveline fault alarm sounded. The patient was asymptomatic, the lactate dehydrogenase (ldh) level was not elevated above baseline, and the inr was therapeutic. Log files were submitted and reviewed by the manufacturer's technical services representative who observed that starting on (B)(6) 2016 until the end of the log file, there were constant power elevations captured between 10-11.3 watts. It was also observed that starting on (B)(6) 2016, in addition to the power elevations, there were yellow wrench/driveline fault alarms that continued until the end of the log. An echocardiogram showed the aortic valve was opening 1:1 with each heartbeat at a fixed speed of 9,200 rpm. Adequate unloading with minimal aortic valve opening was achieved by increasing the set pump speed to 10,200 rpm. Trace aortic, tricuspid and mitral regurgitation was observed. The customer did not suspect any device issues based on the echocardiogram results. The customer changed out the patient&#38112;system controller. The driveline fault alarms resolved with the system controller exchange; however, the pump power remained elevated at approximately 10-11 watts. On 02/24/2016, the pump power abruptly decreased to 5-6 watts and maintained at that level. The patient did not receive treatment for the power fluctuations. The patient&#38112;ldh on 02/23/2016 was 361 u/l and the inr was 2.5. On 02/24/2016, the patient&#38112;ldh was 260 u/l and the inr was 2.01. Technical services reviewed a subsequent log file which recorded a set speed of 9200 rpm. The pump power was consistently greater than 10 watts with power ranging from 10-14.3 watts, until the powers suddenly returned to a baseline the of 5-6 watts on 02/24/2016. On 03/09/2016, the pump power was again elevated above baseline. The patient was asymptomatic. On 03/10/2016, the patient's ldh remained at baseline and the inr remained therapeutic. The pump power remained elevated. The patient was discharged home.

Manufacturer narrative:
The report of elevations in pump power and estimated flow values, and driveline fault alarms was confirmed based on the evaluation of submitted log files; however, specific causes for the events could not be conclusively determined. The patient remains ongoing on pump support with no further reported issues. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.